Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2qrgg implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep responded that the cause of the sheath missing/wire being exposed was unknown. When asked what most likely caused or contributed to this issue they said possibly the battery flipping.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2qrgg, implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance was not determined. The cause of the max settings reached was the high impedance to all electrodes. The cause of the patient being unable to increase stimulation past 0.3ma was high impedance to all electrodes. The patient was sent for an x-ray on (B)(6) and has an appointment to their hcp on (B)(6). Lead revision was performed on (B)(6) 2023. When the pocket was opened to access the battery the lead was wrapped around it several times with some of the sheath missing and the wire exposed. Lateral xray showed the lead had backed into the sacrum. The lead was fully explanted by the hcp and a new lead was placed. The hcp revised the pocket and used a tyrx pouch to help with pocket stability.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that since implant, when the patient moves in different positions, the device moves from flat to poking out. They did an impedance check today ((2023-jun-30), which shows that all 4 contacts are greater than 4k ohms when paired with other contacts. Caller states impedances were normal at implant. The patient came in for post-op on (B)(6) 2023 and caller is unsure if an impedance check was done then, but the patient was at the 1.5-1.7ma range. For this reason, caller presumes the impedance issue likely started sometime between 2023-jun-22 and 2023-jun-30. The patient now can only get to around .3ma on any given program before getting 'max amplitude' message. Caller mentioned seeing an 'exclamation' on program 3 when that was attempted to be used. The patient has also noticed for the past few days an return to baseline symptoms.